Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead could not be screwed out. The physician replaced it with another lead to complete the operation. No patient complications have been reported as a result of this event.